Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) found station was powered on, but no video displayed on all in one. Powered station off and disconnected all drawers, reconnecting them one by one. Identified main drawer 4.2 as the source of issues. Replaced the individual drawer pyxibus module control board. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating, screen was totally blank and offline in remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.